Manufacturer narrative:
The probe was returned for evaluation. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe would not cut or aspirate properly during a vitrectomy procedure. The product was exchanged and the procedure was completed. There was no patient harm. Additional information and product sample have been requested